Event description:
Healthcare worker experienced a headache with light-headed ness, nasal congestion and burning, and nasal and throast irritation the first time they changed cidex opa solution. The worker was evaluated in employee health and the symptoms subsided when they were not exposed to the solution. The room was well ventilated and the worker was wearing nitril gloves, eye protection and a protective gown. The workers are now provided with respirators and the air exchange in the room has 10 air exchanges.